Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the returned device and the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The issue was found to be due to a disconnection or short circuit of the image sensor cable. There was evidence of a stress being applied to the bending section, as the internal cables were frayed and there was a cut found on the bending section cover. The reported issue most likely occurred due to an added outer stress which led to the kink/breakage of the image sensor cable inside the bending section. The device was repaired and returned to the customer. Based on the legal manufacturer's investigation, the DHR was reviewed and no issues were identified that could have caused or contributed to the reported issue. The instructions for use contains the following information: ¿important information ¿ please read before use: contraindications, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the device's screen became black. No foreign objects were on the contacts. The device and it's accessories were connected properly. The intended procedure was completed. There was no patient injury reported.